Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging issues with her onetouch ultramini meter powering off during use, in addition to, not turning off when in the memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 1pm. The patient does not take medication to manage her diabetes and reported taking less food and/ or drink due to the alleged issue. After the alleged issue begun, the patient claims she felt a symptom of shaky. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no indication of misuse of the subject meter. The cca walked the patient through properly turning the meter off while in the memory mode. The batteries did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issues and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.